Event description:
The plaintiff's attorney alleged that the decedent experienced shortness of breath on (B)(6) 2012 a cardiovascular event and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (shortness of breath) of two events reported for the same patient involving one product; associated MDR # 1225714-2013-00708.